Manufacturer narrative:
H10: the device was received for evaluation containing approximately 171ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused; approximately 90% remained in the device. This was discovered during patient infusion via a peripherally inserted central catheter (PICC). A kink was noted in the infusion and PICC lines. The device contained flucloxacillin 4000mg in 230ml sodium chloride 0.9%. A new device was connected to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.